Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited e315 (non-compatible endoscope). There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. Olympus found e315 image displayed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, water invaded the scope connector during user handling causing the electrical components to be damaged and the error message e315 was displayed. However, a definitive root cause could not be determined device returned. The following information is stated in the instructions for use (IFU): reprocessing manual: leakage testing of the endoscope: perform the leakage test caution: "do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage". Olympus will continue to monitor field performance for this device.